Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item number is available. Event summary: it was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2014 and had a screw break in half, device shifted which caused pain. Revision done on (B)(6) 2018. Review of received data: there is a x-ray picture available dated (B)(6) 2018. On that picture it can be seen that one of the screws is broken into two parts. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. No product documentation was reviewed for investigation (no ref and lot available). Conclusion summary: it was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2014 and had a screw break in half, device shifted which caused pain. Revision done on (B)(6) 2018. The device has not been returned to (B)(4) for material analysis. Only one x-ray picture is available (dated (B)(6) 2018) which shows the breakage of one inverse reverse screw. The screw is broken into two parts. No post op x-rays and any surgical reports are available. The screw was in vivo for approx. 4 years. However, based on the available information and performed investigation, an exact root cause for the screw breakage after approximately 4 years could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately ten months post implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.